Event description:
New information received notes the lead was explanted and repalced.

Event description:
It was reported that fluoroscopic image revealed externalized conductors. Lead to be explanted at another hospital. Patient's condition was good after event.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasion were found at 13.5-16.0cm from the distal end. The silicone insulation was abraded and the sensing and rv conductors were visible. External insulation a brasion was found at 24.1-24.4cm from the distal tip. Internal insulation abrasion was found at 12.0-13.4cm from the distal end. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.